Event description:
Related manufacturer reference number: 2017865-2021-11481. New information received notes that the patient's right ventricular lead exhibited high pacing impedance, in addition to capture failure due to high capture thresholds. The lead was capped and replaced on (B)(6) 2022. It was also elected to replace the patient's implantable cardioverter defibrillator (ICD) during the revision procedure due to the complaint of high pacing impedance and its advisory status. There were no patient consequences.

Manufacturer narrative:
The reported field event of high impedance anomaly was confirmed via review of the device data. However, the impedance anomaly is believed to be due to external (non-device related) factors. No anomalies were found.